Manufacturer narrative:
Event: unknown, UDI (B)(4), email is: regulatory.responses@icumed.com. One device was returned for analysis. Visual inspection showed fluid ingression to the case and downstream sensor. The tamper seal was broken. Review of the event history log (ehl) showed high pressure and no disposable alarms. A functional test was performed and the reported issue was not duplicated, however fluid ingression was found on the pump. The cause of the reported issue was due to fluid ingression. As a result, the downstream sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a no disposable unit wont run. The event occurred during testing, no patient injury was reported.